Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a male patient underwent an ultrasound guided prostate biopsy through normal density tissue using a maxcore device. During the procedure, the needle was found to be bent. It was further reported that it was difficult to remove the needle from patient. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.